Event description:
Hamilton medical ag received the following complaint description (summary): based on the information received a technical failure occurred during active ventilation. Following the failure, the device switched into ambient state, and a medical intervention was necessary to continue patient care. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the ventilator failed during clinical use due to a defective blower module, leading to a high-priority technical alarm and transition into ambient mode, interrupting ventilation. Manual ventilation was required. After service investigation and blower replacement, the device resumed normal function. No patient harm was reported, and ventilation was successfully maintained using backup measures.